Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient, who's undergone primary breast augmentation with two 600cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via ultrasound. As a result, the patient underwent implant explantation surgery and replacement with a 600cc mentor memorygel breast implant (catalog: 3506001bc lot: 7395204 sn: (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
On june 3, 2021, mentor received additional information indicating that the patient was also diagnosed with capsular contracture (baker grade unknown) and experienced right breast hardening, deformity, breast pain, and asymmetry. In addition, the correct date of explantation and replacement of implants was (B)(6) 2021. During this revision surgery, the patient also underwent right breast capsulectomy with right dermal matrix. On june 21, 2021, the product investigation was updated with the following statements: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2021, the mentor failure analysis lab has received the device for evaluation. Mentor also received additional information indicating that the correct date of explantation was on (B)(6) 2021. On may 16, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 600cc breast implant had a crease/fold on the anterior view. A tear within the crease/fold was identified, extending to the posterior view and measuring approximately 19.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).